Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm and realized the lens was torn. He removed the lens without enlarging the incision and put in another same type lens. No pt injury.

Manufacturer narrative:
Eval: results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows a corner of one plate haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.